Manufacturer narrative:
The company service representative examined the system and replaced the footswitch and footswitch controller. The samples will be sent for in house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event: "no patient harm/injury" (no consequences or impact to patient). Product problem: "system will not recognize footswitch" (no code available). The customer reported the system will not recognize the footswitch. The customer switched out the footswitch and cable and the problem persisted. The service request stated no patient impact. Multiple attempts were made for more information and patient status with no response to date. No patient injury was reported.